Event description:
Patient's mother reports that the patient is getting a pump alarm to replace their catheter; thinks it might be a warning on the remote to "disconnect from catheter". Mother reports they tried to remove & reinsert the pump battery, but the alarm came back. Mother was having trouble removing the cleo tubing from the patient's catheter as it was stuck, rph advised them to apply alcohol pads on the cleo catheter site & that worked. Mother is going to do a new cartridge change since she thinks this is a tubing issue. Inf set cleo 24" 9mm tubing lot number is unknown. Rph advised mother that if the alarm comes back after the cartridge & tubing change, the next step is placing a new sq site, mother voiced understanding. Patient's current remodulin dose: 78.34ng/kg/min. No adverse events or interruption in therapy reported. The pump and tubing is available for return, though neither is being replaced at this time. No additional info, details, or dates available. This is a continuous infusion. Set flow rate & volume delivered unknown. Position of pump when alarm occurred unknown. Pump return tracking info not available. Photographs not provided. Did reported product fault occur while in use with patient? - yes, did product issue cause or contribute to patient or clinical injury? - no is the actual product available for investigation? Yes, upon return did pharmacy replace product? - no did patient have a backup product they were able to switch to? - yes, was patient able to successfully continue their therapy? - yes, is therapy life-sustaining? - yes, what is the outcome of event? - ongoing.